Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with posterior calcification using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 14f and the tavr procedure was completed. Reportedly, post procedure, the two proglide knots were advanced to the vessel wall and hemostasis was not achieved. Another proglide suture was deployed where a cuff miss was noticed. A new proglide was deployed and achieved hemostasis with the preplaced sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.